Event description:
It was reported that during use with the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood leaked before a tube was placed. There was no report of impact to patient or user. The following information was provided by the initial reporter: a colleague took samples with a needle, eclipse signal blood where blood suddenly started leaking before the tube was put in place.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that during use with the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood leaked before a tube was placed. There was no report of impact to patient or user. The following information was provided by the initial reporter: a colleague took samples with a needle, eclipse signal blood where blood suddenly started leaking before the tube was put in place.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.